Event description:
It was further reported that prior to the index procedure an EKG revealed sinus bradycardia suggesting anterior infarct and the subject was diagnosed with non q wave non st elevation mi (killip classification: I). The target lesion was a de-novo bifurcated lesion. Admission ECG revealed abnormal r-wave progression suggesting probable anteroseptal infarct. Cardiac enzymes were found to be elevated. The patient was diagnosed with st elevation myocardial infarction and cardiac catheterization was recommended. The patient discharged on aspirin.

Event description:
It was further reported that thrombus was identified in the target lesion during the index procedure.

Event description:
(B)(4). It was reported that following a coronary artery treatment procedure the patient experienced a myocardial infarction, and an occlusion of the stent. The target lesion was located in the mid left anterior descending (lad) artery with 85% stenosis and was 12 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and placement of a 2.75 x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0 %. The patient was discharged on aspirin and prasugrel in (B)(6) 2012, the patient presented with retrosternal chest pain radiating to the left shoulder and to neck with shortness of breath and an st elevated myocardial infarction. The patient underwent "attempted ptca and stent of the occluded lad stent with complete failure to cross despite 6 guide catheters and approximately 10 guidewire." The patient was treated medically.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Patient sex corrected from male to female. (B)(4).

Manufacturer narrative:
(B)(4).